Event description:
A nurse reported that during a bilateral surgery, the aspiration did not work. During first eye surgery, everything functioned normally but by the second eye surgery, there was not suction or minimal suction and phaco. The handpiece and the cassette were exchanged but the issue persisted. The system was also restarted without success. The system did not gave any system message. The operation was possible to go through but it took a very long time. Due to the prolonged surgery, the patient had severe conjunctival bleeding and pain in the eye afterwards. Additional information was received from the surgeon who reported that the phaco did not function but the aspiration did. Due to the event, he could not consume the nucleus during the sculp phase. The surgery was completed using only vacuum and the surgery was delayed. The event last for 30 minutes. The patient required only normal postoperative cataract surgery treatment. Additional information was received from the nurse who reported that the surgery took 1 hour instead the usual 10-15 minutes. The days after the event occurred, the system and handpieces were used again without any issue. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested with no response to date. (B)(4).